Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted a setscrew mark on the terminal pin in the incorrect location, the helix was partially extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. Laboratory analysis also concluded that that reported high threshold measurements and high out of range pacing impedance measurements upon connection to the device header was likely a result of underinsertion of the lead into the device header.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements one week post implant. An invasive procedure was performed. The lead was disconnected from the device header and connected to a pacing system analyzer (psa) and continued high threshold measurements were observed. The lead helix was retracted, the lead was repositioned and the helix was extended. The lead was again tested on the psa and high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms was observed. Difficulty was then encountered with getting the helix to fully retract or extend. The lead was explanted and replaced. No additional adverse patient effects were reported.